Event description:
User received erroneous hemoglobin a1c result for one pt sample. Initial result was 4.8%, repeat result from a different analyzer at the site in 2009 was 8.6%. User stated the repeat result was reported. There were no adverse effects to the pt.

Manufacturer narrative:
The field service representative determined the cause to be the sample probes and sample mixing. He replaced the sample probes, performed z samples alignment, performed check test and had the user run all levels of qc. All results were within ranges.